Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated undersensing during atrial fibrillation (af) events. The sensitivity of the lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.